Event description:
A 66 year old female patient underwent a stereotactic breast biopsy procedure using the encor enspire system. During the procedure, encor enspire system unexpectedly entered into reboot mode while the needle was inside the patient's breast. The procedure was performed in an upright position using vertical approach at the cc angle. No buttons were pressed on the encor foot pedal or the encor driver. While the needle was in the patient's breast and the radiologist was preparing to administer additional lidocaine, the technologist believes the radiologist moved the cables out of the way by the needle. Then, the encor enspire system's screen switched to a reboot mode. So, the technologist powered off the encor enspire system and instructed the radiologist to remove the lidocaine syringe and withdraw the needle. Furthermore, the technician had powered the encor enspire system back on and had to reattach the needle and recalibrate. Then, the technician attached the needle and the radiologist advanced the needle back into the patient's breast to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported switched screens reboot mode issue could not be determined based upon the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 66-year-old female patient underwent a stereotactic breast biopsy procedure using the encor enspire system. During the procedure, encor enspire system unexpectedly entered into reboot mode while the needle was inside the patient's breast. The procedure was performed in an upright position using vertical approach at the cc angle. No buttons were pressed on the encor foot pedal or the encor driver. While the needle was in the patient's breast and the radiologist was preparing to administer additional lidocaine, the technologist believes the radiologist moved the cables out of the way by the needle. Then, the encor enspire system's screen switched to a reboot mode. So, the technologist powered off the encor enspire system and instructed the radiologist to remove the lidocaine syringe and withdraw the needle. Furthermore, the technician had powered the encor enspire system back on and had to reattach the needle and recalibrate. Then, the technician attached the needle and the radiologist advanced the needle back into the patient's breast to complete the procedure. There was no reported patient injury.